Event description:
During a pci treatment procedure, the maverick otw balloon ruptured at 11 atms on the second inflation. The pressure reached on the first inflation is unknown. The lesion being treated was a severely calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6 fr mach1 guide catheter and a .014" route guide wire to cross lesion. The maverick otw balloon was removed and a driver stent was placed to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'